Event description:
It was reported that the battery was depleting rapidly. Customer's blood glucose (bg) level was described as "high"; a correction bolus was delivered to address bg. Troubleshooting was performed and the battery was found to be depleting as intended. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.